Event description:
It was reported to philips that the device was not booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the system was unable to power on. The fse visited onsite and upon functional testing, the fse found the power conversion box issue. The fse checked and measured the input voltage and found it was normal. Then fse checked the pdu fantray and dcps, which was found no output and the fse confirmed that the dcps was defective. The cause of the power supply unit (dcps) failure could not be conclusively determined by the supplier's part analysis however, the replacement of the power supply unit (dcps) by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.